Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred during bolus delivery. Reportedly, the pump was being worn against the skin. Although requested by tandem technical support, the customer declined to perform troubleshooting for the reported event. The customer's blood glucose level was 126 mg/dl.